Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a prostyle device using the pre-close technique prior to a patent foramen ovale (pfo) closure interventional procedure. Reportedly, the suture was broken. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 9f and the pfo procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was observed as a torn suture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined the reported difficulty and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.